Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician could not duplicate the reported phenomenon but encountered an occurrence of the error in the device history log. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit generated a machine pressure sensor autozero failed code. There was no patient involvement.